Event description:
Pt has been dialyzed with optiflux 160 x 4 mos, 1 week without incident. Pt noted to have severe sob, tachycardia and htn upon initiation of treatment x 3. Symptoms subsided as soon as blood was returned and treatment dc'd. Pt placed at hosp 4 days later for treatment and had some reaction to dialyzer (opti. 160).